Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: camera malfunctioned during the procedure causing odd images to appear on the screen. Confirmed failure: digital board failure. Probable root cause: - cables - connectors - digital board - main board - transition board - fiber board - intermittence between transition board and ch connector - software - camera head - intermittence while using rf devices - connected monitors - leaking - use error - poor grounding - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge manufacturing/ service nonconformity. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that odd images appeared on the screen and led to a loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that odd images appeared on the screen and led to a loss of image.